Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 447 mg/dl. The customer treated with an insulin pen. The father of the customer reported no delivery alarms from the insulin pump even after changing the entire infusion set including the reservoir an insulin for the insulin pump. The customer declined to troubleshoot and would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.